Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited oversensing and undersensing on the right atrial (ra) channel. The patient had muscle stimulation due to unipolar configuration. Technical services (ts) reviewed the data and noted that there were tachycardia and bradycardia. In addition, the atrial activity was not being sensed due to the maximum tracking rate (mtr). Therefore, further testing was recommended to confirm intermittent atrial arrythmia, as it was suspected that the lead position could be causing atrial ectopy, but it was not conclusive. No additional adverse patient effects were reported. This device remains in service.